Manufacturer narrative:
After reviewing the additional information received, it was confirmed that the device was successfully implanted with no adverse event of the patient and there was no specified problem against the device. Therefore the event no longer meet the requirement of the reportable event for the device in question. The reportability is changed to a non-reportable event and a redaction MDR will be filed. Consider the awareness date for MDR redaction as feb. 10th 2017. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject coil detached prematurely. There were no reported clinical consequences to the patient due to this event. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject coil detached prematurely. There were no reported clinical consequences to the patient due to this event. No further information is available.